Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an a asymptomatic patient presented in-clinic during follow-up, an episode of non-sustained oversensing due to post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were made and the problem was resolved. The patient was in good condition after the event.